Manufacturer narrative:
(B)(4). Additional information received from a nurse: the nurse clarified that the patient did not experience peritonitis. The patient had instead experienced a foot infection. The nurse considered the foot infection to be completely unrelated to any baxter dialysate solutions and products. No further information was given. This event is no longer considered a peritonitis event or related to baxter products. Therefore, no further investigation will be performed and no further follow up medwatches will be sent regarding this event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd892778 and gd892968. No exceptions were observed that were related to the reported condition.